Event description:
Discrepant advia centaur psa and tsh results were obtained on pt samples. The results were reported to the physician(s). The samples were repeated and corrected results were reported. There was no pt intervention or report of adverse health consequences due to the discrepant psa and tsh results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the discrepant psa and tsh results was due to the improper acid and base priming by the operator. The fse instructed the operator to prime the instrument. The instrument is performing within specs. No further eval of the device is required.